Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the nozzle was clogged with a yellowish-colored amalgam of organic material. Due to this clog, the air and water supply volume did not meet the standard value. This finding was due to accumulated foreign material that clogged the nozzle during the procedure or during reprocessing. It was observed that the glue of the bending section cover was separated. It was also observed that the light guide rode lens (3x) was cracked. It was observed that the connecting tube had a wrinkle 10mm from the glue. It was also observed that the connecting tube protector was shaved. It was observed that the insulation resistance value at the distal end was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an insufflation problem. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿the nozzle is clogged by a yellowish-colored amalgam of organic material¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. It was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed by the reports: 962-0179, 062-3555, 066-3255 that performance of reprocessing on the device is secured by reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). Additionally, no physical damage of the device was confirmed where the foreign material was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.